Manufacturer narrative:
This follow-up report is being filed to relay this report is a duplicate of 1825034-2014-04817.

Manufacturer narrative:
"The follow-up report is being filed to relay corrected and additional information that was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent total hip arthroplasty on an unknown date in 2008. Subsequently, a revision procedure was performed on (B)(6) 2014 due to metal wear. Review of invoice records could not confirm either date with limited information received.

Event description:
It was reported that patient underwent total hip arthroplasty on an unknown date in 2008. Subsequently, a revision procedure was performed on (B)(6) 2014 due to metal wear.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: expiration date - unknown. Date implanted - unknown. PMA/510 number. Manufacture date ¿ unknown.